Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and it weighed 291.6 grams. Visual analysis noted crease fold and deformation of the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Explant physician reports rupture to right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explant physician reports rupture to right device. Device has been explanted.